Event description:
It was reported that the patient was not able to adjust stimulation. Inability to adjust stimulation may be due to pocket swelling and healing after implant. The patient was implanted today. They tried peeling bandage back while using the patient programmer but were still not successful. They were seeing poor communication screen as well as a call your doctor screen. A por (power on reset) condition was noted. The hcp (healthcare provider) did not tell them that using the patient programmer may be difficult following implant. Information from the hcp noted: the event cause was determined and it was device related. Reprogramming was not needed. The device was off. They turned the device back on and reset the patient's program. The patient was feeling stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type: programmer, patient; product ID 3889-28, lot# va0k9h8, implanted: (B)(6) 2014, product type: lead. (B)(4).